Event description:
Hcp reports patient presented in 2003 with drowsiness and difficulty breathing. The rate of infusion of the pump decreased. The patient was assessed with vital signs and a pulse oximeter. "The patient recovered and all symptoms resolved."